Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the medication order was not on the profile. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient's medication order was not appearing on the profile. Further inspection revealed that the cabinet had been offline at the time, which likely contributed to the issue. A technical support specialist found that the facility it had successfully brought the cabinet back online. The system functioned as intended after the facility it team troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower, the medication order was not on the profile. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.